Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient fell today. It was unknown how they fell, but the patient was unconscious. Caller reported the patient felt uncomfortable stimulation throughout their back, abdomen, pelvic and leg area. Caller reported the ins site looked fine and intact. An hcp called back on (B)(6) 2025. The caller was with pt in ER. Pt was complaining of shocking and overstimulation in their bicycle seat area going down pt's legs and into back area. This issue started about 2 days ago and pt had several falls due to shocking sensation. Pt didn't have a remote control currently. Technical services redirected caller to nas to page a manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.